Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed that the difficulty removing the wrench from the setscrew was the result of incomplete insertion of the hex wrench into the setscrew which resulted in partial rounding of the hex end of the setscrew. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings.

Event description:
Boston scientific received information that during the implant procedure, the torque wrench could not be removed from the device header after fixing the lead. When the wrench was rotated clockwise and counterclockwise, it could not be removed. Finally, it was rotated counterclockwise, the setscrew was removed with the wrench. The setscrew was inserted again and the setscrew was tightened, the torque wrench could be removed. However, when the physician pulled the lead, it was disconnected. Therefore, a new device was implanted. No adverse patient effects were reported.